Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the PICC catheter tore during a dressing change. There was a lot of tape on and around the catheter. The hemostatic patch was held with the catheter underneath as the piece of tape was gently removed. When the customer looked under the patch, they realized the catheter was torn right at the hub. Excessive force was not used in removing the tape. The customer quickly held the end of the catheter and removed it per protocol. The patient did not need the PICC line replaced. Additional information provided stated that the patient has been discharged. There was no injury to the patient.